Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of sensing from the tip to ring. The patient was requesting the lv lead be turned off with no reason specified. Technical services (ts) reviewed the case and was considering programming changes. This lead was electrically abandoned based on the patient request. No additional adverse patient effects were reported.